Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 1.2 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On 23-jan-2017 it was reported that over the weekend the patient experienced withdrawal which included increased blood pressure, increased pain, nausea, flu-like symptoms, and agitation. Friday the patient had visited the ed (emergency department) with symptoms and was sent home. Saturday the patient was at the ed again because the symptoms worsened. The patient was then admitted and put on a pca pump and then the patient¿s symptoms were completely under control. A premature pump low battery occurred over the weekend; the eri (elective replacement indicator) was 4 months. The pump replacement was scheduled for (B)(6) 2017. It was noted that the hcp used compounded intrathecal drugs for pumps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was read and the logs showed low battery. The patient has had the pump replaced. The cause was unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.